Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when was the prineo removed? It was removed when the reaction started. Probably about three weeks postoperatively. Do you have any pictures of the reaction? Yes. Location and incision size of product application? Knee: approximately 18 cm. What prep was used prior to prineo use? Chloraprep prior to surgery; nothing prior to prineo application (wet saline sponge and then dry sponge). Was the prep allowed to dry prior to prineo mesh application? Yes. Please describe how the adhesive was applied on the tape? Like I always apply it. Brush it on, spread it over the squares and go approximately 1/2 brush width outside of the mesh. When applying are they completely covering the edge of the mesh with prineo? Yes. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Re-prepped? No. Was the skin prep solution wiped off and allowed to dry before applying adhesive? Yes. Was a dressing placed over the incision? If so, what type of cover dressing used? Over the prineo? Yes: primapore (we use this on all of our knees). Date of reaction I dont recall: I'd have to look it up. What is meant by papules surrounding wound were leaking? They were draining sero-sanguanous fluid. Did the skin reaction extend beyond the borders of the tape - yes. Was the product removed? Was another method used to close the incision? Yes; yes - steri strips and benzoin. Was the site cultured? If so, what bacteria were identified? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not that I know of, although I didn't ask that specific question (but it wasn't listed on their allergy list prior to surgery). Is the patient hypersensitive to pressure sensitive adhesives? No. Were any patch or sensitivity tests performed? No. Lot number involved - I dont know. What is the physicians opinion of the contributing factors to the reaction? This is a contact dermatitis +/- folliculitis. What is the most current patient status? Healed incision. Is the product or representative sample (product from the same lot number) available for evaluation? Ask (B)(6). Patient demographics: initials / ID; age or date of birth; bmi ; gender - I dont remember. Initials: approximately (B)(6) y/o; dont know bmi; female. Patient pre-existing medical conditions (ie. Allergies, history of reactions) I dont recall for female patients : has the patient been exposed to similar products, such as artificial nails? I dont know; I didn't ask that question. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? No. What was the angle of the knee during application? Maximum flexion, as always.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and topical skin adhesive was used. The patient came in for a post-op visit and the pa noticed some localized dermatitis along the length of the incision. Patient was prescribed hydrocortisone cream initially and then increased to triamcinolone cream, benadryl and zantac. The patient's wound and papules surrounding the wound were leaking. The patient's wound was re-dressed with steri-strips and benzoin. Patient will be seen weekly until dermatitis resolves. Additional information has been requested.